Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that p art (arterial pressure) is reading -500mmhg. Previously it was reading between 180 to 190 mmhg. The hls cable was exchanged and p art returns back to normal range. The failure occurred during treatment. No harm to any person has been reported. Complaint ID#: (B)(4).

Event description:
Complaint ID# (B)(4).

Manufacturer narrative:
It was reported that p art (arterial pressure) is reading -500mmhg. Previously it was reading between 180 to 190 mmhg. The hls cable was exchanged and p art returns back to normal range. The failure occurred during treatment. A getinge field service technician (fst) was sent for investigation and repair on 2022-12-16. The hls cable was replaced. The fst confirmed that the hls cable was not visible damaged and no corrosion was detected, but the hls cable is non functional. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. However, according to the log file analysis there was no pump stop due to the pressure reading failure on the date of event (B)(6) 2022. A similar failure was investigated by getinge life-cycle-engineering on 2021-08-26 with following most probable root cause: defective connection inside the cable due to external forces. Moreover in the risk file of the cardiohelp device it is stated that the following root cause can lead to the reported failure: incorrect measurement or critical sensor signals (short circuit in sensor cable). The review of the non-conformities has been performed on 2022-12-19 for the period of 2012-12-01 to 2022-12-14. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2012-12-01. Based on the results the reported failure "negative pressure reading" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.